Manufacturer narrative:
Findings: inspected 1 opened/used partial sensor and unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer state they were having an issue with the sensor (blood at site). The customer declined to troubleshoot for the high blood glucose reading. The product was returned for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.